Event description:
Drive devilbiss healthcare was notified of an incident involving a cane by the end user who stated the cane collapsed while in use causing the end user to fall. The end user reported sustaining multiple injuries, including vertigo and "blacking out," unspecified injury to his right knee, and cuts and bruises to his eye and arm, resulting in a three-day hospitalization and subsequent falls causing further injury to his ribs and spine. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.